Event description:
The customer contacted baxter's service center regarding a check supply line alarm which occurred on the homechoice (hc) during dwell 6 of 6 while the patient was connected. There was only solution in the supply bag. The baxter technical services representative (tsr) helped the home patient (hp) lift the supply bag and asked the hp to press 'go'. The hc went back to refilling the heater, but the heater bag was not refilling. The tsr asked the hp to check the programming. The hc program was set to dextrose different. The supply bag was connected to the white clamp. Per the hp, when the registered nurse (rn) set up the hc, the bag was originally connected to the blue clamp. Later, another rn moved the bag to the white clamp. The tsr helped the hp end therapy and do a manual drain. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A 510(k) number will not be provided in the emdr because the product is unknown at this time. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of use error, reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.